Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary artery bypass graft (CABG) procedure, the first assist reported today that the surgeon had the device malfunction - either spitting clips or malformed clips upon handle compression. A second device was opened and worked. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n91c9t. The analysis results found that the mcs20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining clip as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.